Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of single beats on electrograms (egm) which did not appear to impact device function or performance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).